Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose (bg) level was 52 mg/dl due to playing tennis and exercising. The customer addressed bg level by eating. It was confirmed that the customer has alternate insulin therapy available.